Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the pt had the catheter in for 10 days, the stitches had just recently been removed and the catheter fell off while he was sleeping. The original catheter was sleeping. The original catheter was inserted on (B)(6) 2012 and a new catheter was placed on (B)(6) 2012.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.